Manufacturer narrative:
UDI number: na. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a rod bender broke off while bending a rod in-situ. The broken piece was retrieved. The surgery was able to be completed with the use of an alternative rod bender. There were no reports of patient impacts.

Manufacturer narrative:
The returned bender was evaluated. The tip of the bender has fractured off. The cause is likely due to repetitive uses and/or high forces applied to the bender over the life of the device. A review of the manufacturing records did not identify any issues that may have contributed to this failure.

Event description:
It was reported that the tip of a rod bender broke off while bending a rod in-situ. The broken piece was retrieved. The surgery was able to be completed with the use of an alternative rod bender. There were no reports of patient impacts.